Manufacturer narrative:
From the picture it appear to be a "improper package sealing". No other defects were observed. A dimension and functional inspection of the product involved in the complaint could not be conducted since the product was not returned. Per DHR (device history record) the product et tube, cf, 3.5, lot # 01a1400209 was manufactured on 01/22/2014. The DHR investigation did not show issues related to complaint. A document assessment (fmea) was conducted and no changes were required. From the picture it appears to be a "improper package sealing", the failure mode could be confirmed with picture attached; however, it is necessary to received the physical sample to perform a proper investigation, determine root cause & implement corrective actions. If the defective samples become available at a later date, this complaint will be updated accordingly. Teleflex will continue to monitor and trend relating complaints.

Event description:
The event is reported as: it is reported that during incoming inspection, by the distributor, there was an improper sealing to the package.